Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel blinking could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus the customers allegation of the front panel defective was confirmed and was due to the video socket connector having a defective locker, it doesn't secure scope video cable. Additionally, the following events were also identified and are as follows: (a.) Connections required bad locking mechanism, (b.) And the software recommend version 3.01 is needed for updating. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center experienced the front panel blinking/flashing / continuing to turn on. The event occurred during preparation for use, before the case. There was no patient involvement. There was no patient or user harm associated with the event.